Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device's value is too high (21.24ml). Event discovered during testing, no patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, no visible physical damage. No evidence in event history log (ehl) to review. Per functional testing, performed three accuracy tests, and the pump was found to be within manufacturing specifications. No problem found. The complaint was not confirmed. The most probable cause was user error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed standard preventative maintenance (pm).